Event description:
After an implantation time of approx 66 months, the pt presented with seizure disorder. Loss of atrial sensing and loss of ventricular capture event was reported and documented on a holter. An explantation procedure was scheduled. The event date is not exact, but it was reported that the event took place in 2008.

Manufacturer narrative:
Mechanical inspection of the connector system showed no deviation from the specification that might explain any malfunction. All dimensions of the header bores were within is-1 standard specifications. The set screw was effectively contacting the connector pins and could be easily screwed in and out. Also, the spring element for the electrical contact between the lead connector and the pacemaker channel did not show deviations. A sample lead connector could be inserted easily and connected to the device. The pacemaker stimulated with the following parameters: ddd-mode / 60 ppm. The atrium was programmed to 2.4 v with 0.5 ms and 4.8 v and 0.75 ms. Both channels were programmed to bipolar pacing and sensing polarity. The pacemaker's output signal was measured and was found to be as programmed. The pacemaker was subjected to a complete final acceptance test and proved to be within all electrical specifications. There was no indication of sensing and/or pacing problems. The pacemaker proved to be fully functional. The pacemaker was subjected to stress test including vibration and pressure. The pacing amplitude and frequency was found to be sufficient. The received information was analyzed. While implanted (2008) the pacemaker was programmed to the following parameters: ddd / 60ppm / 2.4 v with pulse width of 0.5 ms in the atrium 0.4 ms in the ventricle. Pacing and sensing polarity was programmed bipolar. Intermittent ventricular pauses were observed in the long-term surface ECG printed three days prior. Pacing spikes were ambiguous due to the bipolar pacing mode. However, in some ECG print outs, a small spike after an atrial p-wave points to the direction of a triggered pacemaker stimulation without response. Prior to explantation of the pacemaker, provocation testing was performed without any results. In summary, this pacemaker did not show any signs of material or manufacturing problem.